Event description:
A physician reported axial slippage at the distal end of a construct on both the right and left-side. The left-side l3 mesa deformity uniplanar screw shaft additionally appears to be either fractured or disengaged from the tulip. The patient is being revised to address the axial slippage. This report captures the right-side mesa deformity uniplanar screw.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : device not returned.

Event description:
A physician reported axial slippage at the distal end of a construct on both the right and left-side. The left-side l3 mesa deformity uniplanar screw shaft additionally appears to be either fractured or disengaged from the tulip. The patient is being revised to address the axial slippage. This report captures the right-side mesa deformity uniplanar screw.